Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified since the subject device was not returned. Based on the results of the investigation, the event likely occurred due to one of the following reasons: - the user used the subject device while a foreign material such as dust, dirt, or the residual chemical solution was adhered to the electrical contacts of the scope connector. - a similar malfunction occurred in the connection between the light source and the processor. - the output board of the processor was defective. - it has been six years since the subject device was delivered, and therefore, this may be a malfunction caused by aging deterioration. The following statements are included in the instructions for use which can prevent the event: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source."

Manufacturer narrative:
Due diligence was execute for this event. The device is being repaired by a third-party and will not be returned to olympus. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, during preparation for use the device yielded no image. The set up for the intended procedure was done with a different device and there was no impact to the outcome of the procedure. There was no patient involvement and no harm to any patient.